Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 274-370mg/dl and manual injections were administered to address the bg level. The past occlusion alarm was addressed by performing an infusion set change. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. After a supply change was performed, insulin deliveries were resumed.